Manufacturer narrative:
As received, a complete lead was returned in one piece with stylet stuck. The ptfe coating of the stylet was found stripped and the inner coil bunched up at the connector region. The cause of the reported event was isolated to stripping of the stylet ptfe coating and excessive forces while trying to remove the stylet. The reported event of the stylet being unable to be removed from the lead was confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the stylet could not be removed from the left ventricular (lv) lead. A new lead was used to complete the procedure and the patient was stable with no consequences.